Event description:
No incident with a patient. However, on multiple occasions the ultra high/low table would raise on its own after the therapist removed their foot from the foot plate. According to the therapist, no patients have actually been on the table when this has occurred.